Manufacturer narrative:
Concomitant medical products: 6947m55, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert. The implantable cardioverter defibrillator (ICD) was in the presence of an electromagnetic interference device. The device triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The device had oversensing due to artifacts on the right ventricular (rv) channel. The device remains in use. No patient complications have been reported as a result of this event.